Event description:
It was reported that a small hole was found in the tubing while using bd alaris¿ pump module smartsite¿ infusion set. There was no report of patient impact. The following information was provided by the initial reporter: "small pinpoint hole in stretchy part of tubing near the top."

Manufacturer narrative:
Investigation summary: a complaint of a pinhole in the pumping segment was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21069028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22-jun-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: a complaint of a pinhole in the pumping segment was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21069028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22-jun-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a small hole was found in the tubing while using bd alaris¿ pump module smartsite¿ infusion set. There was no report of patient impact. The following information was provided by the initial reporter: "small pinpoint hole in stretchy part of tubing near the top."